Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of rezj0152 showed no other similar product complaint(s) from this lot number. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that the subcutaneous leakage and hematoma were observed, so the device was removed from the patient on june 13, 2016. A crack was confirmed on the cuff at several millimeters from the vessel. The device was implanted via the right external jugular vein on june 3, 2016. The device was used for continuous infusion of saline solution, heparin and calmatives (midazolam and fentanyl).